Event description:
The customer reported having issues with the sensor and she has calibrated too many times. The caller has stopped using the glucose monitor because the insulin pump was giving different readings from the sensor. The caller experience low blood glucose and the paramedics were called; she was treated with glucose tablets. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-81547.